Event description:
This hosp reported that this unit was being used to monitor a pt when the pt coded. This hosp reported that there was no alarm associated with the heart failure. The hosp also reported intermittent features of some parameters, (spo2, ECG). The pt was resucitated but expired a few days later for reasons unrelated to this event.